Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument wrist did not moved properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move in the intended direction, it did not move at all.